Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare professional (hcp) that r-waves appeared to be double counted on a treated episode. Additionally, it was noted that on a rare occasion the implantable cardioverter defibrillator (ICD) paced at a rate lower than the programmed lower rate. The hcp stated that they will review this with the following physician but believes they will likely just monitor the patient going forward as this only happened once. The ICD remains in use. No patient complications have been reported as a result of this event.